Event description:
Additional information was received. A revision procedure was performed. This lead was surgically abandoned and replaced. In addition, the device was removed, replaced and discarded by the hospital. Acceptable measurements were obtained post procedure. It was thought the issue was resolved.

Manufacturer narrative:
This lead was surgically abandoned and replaced. As no return of product is intended, boston scientific crm cannot confirm nor deny this reported clinical allegation. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that during a follow up visit, this right ventricular lead displayed noise causing oversensing and pacing inhibition greater than two seconds asystole. It was thought the noise was due to myopotentials. The patient with this lead has an intrinsic av block with slow escape rhythm. No inappropriate therapy was reported. A revision procedure will be performed in the near future. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. When additional information is received, this event will be updated.